Event description:
N/a.

Manufacturer narrative:
Duragen dural graft matrix was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. There is insufficient information to determine the root cause. However, since details of the case were provided, an assessment was performed by scientific affairs which concluded the following: ¿there is insufficient information to make a determination. Duragen is manufactured using a validated viral inactivation process and is terminally sterilized. Therefore, introduction of a viable pathogen from the product is extremely unlikely. Bacterial infection in cranial procedures is most often from contamination of the operative site with bacteria from the sebaceous glands of the skin and is standard risk in open cranial procedures unrelated to materials used. Aseptic meningitis occurs resulting from endotoxin contamination of the operative site. Risk of developing aseptic meningitis increases with the open time of the procedure and the operative site within the cranium, with the posterior fossa appearing to be most sensitive to the development of aseptic meningitis." Based on the scientific affairs assessment provided, the possible root cause for the reported condition is most likely related to surgical procedure and not to product use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient developed meningitis after duragen dural graft matrix (duragen) was placed. It was used with beriplast fibrin glue and a lymphocyte stimulation test will be performed. The patient is in the follow-up.